Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department with a note that stated, "channel b malfunction s409". No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing and the user facility, the device touchscreen did not pass the touchscreen test. No add'l info was provided.

Manufacturer narrative:
The device has been rec'd investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.